Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure observed during analysis. Final analysis of the lead found an insulation abrasion at 47.9-50.1cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.